Manufacturer narrative:
Technician found that the right foot siderail was not locking in "up" position. Cause: latch lock was dirty. Cleaned and lubricate lock mechanisms to resolve this issue.

Event description:
Information received that the side rail was broken and would not stay up. No injury reported.